Event description:
It was reported that the procedure was to treat a heavily calcified, 90% stenosed lesion in the cx. The guide wire was able to cross the lesion with difficulty. After another company's balloon was used to dilate the lesion, a dissection occurred, which was treted by a zeta stent. At this time angiography revealed a distal perforation at a tortuous part of the vessel, caused by the tip of the guide wire. The guide wire was kinked 4cm proximal to the tip. At this point an attempt was made to remove the guidewire, but there was strong resistance. A microcatheter was used to help remove the guide wire, but as the guide wire was pulled into the catheter, the coils stretched and the tip separated. The bleeding stopped and the patient was stable, but later the patien,s blood pressure decreased and caused a cardiac tamponade. The patient was transferred to another hospital for surgery to treat the tamponade and retrieve the separated piece of guidewire. No other information was available.